Event description:
Rptr has steris stretchers that have defective welds in the head platform section. Each mounting bracket that supports the pt's head when it is in the up position is either broken or loose. All are unsafe. All have "tack" type weld. One has been repaired with a continuous bead weld around the bracket. Two are broken and two are loose.